Event description:
Account alleges a pt raised the bed to the full up position. Upon attempting to exit the bed in the full up position the pt fell. The account alleges the pt was injured as a result of the fall. The account also indicated they would like a function on the bed that would lockout the bed functions so the pt/resident could not raise the bed.